Event description:
Additional information received on (B)(4) 2013 stated that the patient experienced pain, suffering, disability, impairment, loss of enjoyment of life, emotional distress, and disfigurement.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2008. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.